Manufacturer narrative:
The technician found the side rail was a broken weld. The technician replaced the side rail side guard frame assembly to resolve the issue.

Event description:
The account alleged the side rail is false latching. No pt impact.